Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported shocking, overstimulation and a loss of therapy. It was noted the patient had 4 back surgeries since (B)(6) 2015. On (B)(6) 2015, the patient had an infection that started around the implant. They had a PICC line started for infection, merca and pseudomonas. The patient stated they did not think the implant was related to the infection. The patient had surgery (B)(6), and had the infection due to surgery. Since about (B)(6) 2015, the implantable neurostimulator (ins) was turned off. Over the last couple of weeks, the patient felt electricity shooting through the legs, shock, it felt like the stimulator. The patient stated the ins was not on. There was a shocking sensation at the ins site on the day of the report. It was noted the leads may have broken or moved, but they were unsure until the doctor checked the patient. It was unknown if the back surgeries were related to the problem. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.